Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a decline in performance.the recipient was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well with the new device. The external visual inspection revealed the epoxy header was damaged, and the electrode was severed at the epoxy header and along multiple areas of the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The internal visual inspection revealed the feedthru header was broken off of the hybrid. This is believed to have occurred during the failure analysis process. The device passed the electrical tests performed. This is the final report.